Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (9) 32gx4mm bd pen needles (4 opened without tear drop labels or covers attached and 5 sealed from lot# 0260329. The consumer stated patient end needle leaks insulin prior to and after injection, and stated during injection insulin bubbles underneath skin and after needle removal spills onto skin. All 9 returned pen needles were examined, then tested for flow using a test pen injector. All 9 pen needles were able to expel properly ¿ no leakage was observed. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles medication leaks at patient end and there was insufficient cannula length on patient end. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported by the consumer the patient end of the needle leaks and the insulin bubbles underneath the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0106048. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-15. Investigation summary: a lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles medication leaks at patient end and there was insufficient cannula length on patient end. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported by the consumer the patient end of the needle leaks and the insulin bubbles underneath the skin.